Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an internal battery degraded warning alarm and a total power failure event. The device internal battery, main circuit board and pneumatic block were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm and total power failure were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm, had a main circuit board with a leaky super capacitor and pneumatic block with a leak. There was no patient harm or a serious injury reported as a result of this incident.